Manufacturer narrative:
The device, compent, evaluation method, and evaluation conclusion codes have been updated.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer switched to another lot of cuvettes. Controls were tested, but a centrifuge error was received. The instrument did not recover after this. The field service engineer noticed that cuvettes were not being filled properly. No issues were seen with the instrument. The engineer tried to inject water into the cuvettes with a syringe and was only able to put liquid into one out of four cuvettes. The engineer believed the issue to be related to the cuvettes.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for erythrocytes on a cobas u 701 microscopy analyzer. No incorrect results were reported outside of the laboratory. The reporter noted they have been having issues with a specific lot number of cuvettes (lot 20094300) used on the analyzer. They received data flags on patient sample results indicating the image taken by the analyzer was defocused and the results did not match results measured on the cobas u 601 urinalysis analyzer. When repeating measurement on the u 701, the results matched the results from the u 601. The repeat results were also confirmed by manual microscopy. For one measurement, the customer retrieved the cuvette from the waste an noticed a large bubble in the cuvette. The complained patient sample initially resulted in an erythrocyte value of < 0.23/hpf. The sample was repeated, resulting in a value of 61.60/hpf. When tested twice on a cobas u 601 analyzer, the sample resulted in an erythrocyte value of 250/ul each time.